Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2023. On 11/03/2023, it was reported that the customer inserted a new g7 sensor to test it and around 12 hours after insertion (around 4¿5 am), the patient¿s brother checked on her and found her stone-cold eyes. He checked her cgm, which showed a normal egv, though she can no longer recall the exact value. A fingerstick test was then performed, but she also cannot remember the exact number; she only recalls that it was significantly lower than the egv. She began experiencing seizures, chest pain, and eventually lost consciousness, prompting her parents to call paramedics. Another fingerstick was taken when paramedics arrived, but she does not remember the values from either the fingerstick or the egv at that time. Her parents administered a glucose drink and a nasal spray at home, and although she was not rushed to the hospital, they later took her to her doctor¿s clinic to ensure she was safe. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.